Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s device had not been working in 5 months and that they spoke to a manufacturer representative and the implant needs to be ¿jumpstarted.¿ the patient had medical symptoms that were related to the device or therapy. No further complications were reported.